Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection (open procedure), the device had poor staple formation. One side of the staple line was incomplete. There were no patient symptoms/injuries related to the event. Surgeon over sewed the staple line in order to complete the case.